Event description:
New information received noted the patient was stable throughout all procedures.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04909. It was reported that the pacer dependent patient's implantable cardioverter defibrillator exhibited high pacing threshold and the right atrial lead exhibited high impedance. The physician explanted and replaced the device. No revision was made to the atrial lead. No patient symptoms or condition were reported.